Event description:
It was reported at regular follow up, high impedance, high threshold and noise were observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.